Event description:
Customer reported an issue with the panorama central station telepack, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Customer was provided with a replacement spo2 module.